Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that only the time, battery and the reservoir icon were displayed. The customer also stated that the device was rested for couple of hours and the display still was frozen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of corroded keypad traces.